Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the touch screen stopped working. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.

Manufacturer narrative:
Date of manufacturer: 07/25/2018. Date of report: 09/22/2018. (B)(4). The field service technician replaced the touch screen and the central processing unit (cpu) board to address the reported problem. Failure analysis on the returned touch screen & cpu board shows that no problem was found with the returned parts.